Manufacturer narrative:
Alleged failure: error 11 message. The probe appeared to be continuously triggering. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are, causing a short circuit which contributes the unit to fail (continuous activation). Other possibilities a short due inadequate gluing operation on the internal suction tube and suction shaft. Footswitch pedal stuck on firing position, button inadvertently pressed. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the surgeon got a small shock from the probe and let it go, dropping it onto the patient which caused a burn. There is no information to indicate a serious injury as a result of the shock. Note that the surgeon was able to successfully finish the surgery using a shaver.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon got a small shock from the probe and let it go, dropping it onto the patient which caused a burn. There is no information to indicate a serious injury as a result of the shock. Note that the surgeon was able to successfully finish the surgery using a shaver.